Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (u95f9p), and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. Did the jaws eventually open? No.

Event description:
It was reported that during a lap gastric bypass the surgical scrub nurse informs that it is not possible to open the instrument after multiple attempts they decide to replace the product with the same one. The opening button was not exposed but inwards without allowing the jaw to be released. There were no patient consequences.